Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, cardiac output was satisfactory at 80% and the valve deployed as per usual and released. Once fully deployed, cardiac output was lost. Cardiopulmonary resuscitation (CPR) was required, however, ultimately the patient died. The cause of death was not reported.